Event description:
It was reported to the manufacturer that the trilogy evo ventilator failed testing due to pilot pressure being out of range. There was no patient involvement, and no harm or injury reported. The 3-way solenoid and proportional valves require replacement to address the issue during planned on-site service repair.